Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply unit failed, video connector receptacle corroded. Based on the results of the investigation, it is likely that the following led to the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device power could not be turned on. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.